Event description:
Reporter initially noted metal particles in eye. Add'l info received in 2003 noted these flakes have been seen one day post-op in about five cases. No damage to eye reported. No specific pt info provided.